Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed no visible irregularities to the exterior of the device. An .038" guide wire was loaded through the distal end of the catheter. The lumen of the device was occluded 7mm from the distal tip, preventing the guide wire to pass through. The guide wire was then loaded through the proximal end of the catheter, but was unable to pass through the same distal tip location. Upon withdrawing the guide wire, a 3.5cm section of the inner layer separated from the catheter's inner diameter and was removed on the guide wire.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for a diagnostic procedure, the catheter would not advance on the guide wire. A 0.035" non bsc guide wire was placed in an unknown vessel. While advancing the expo guide catheter over the wire, "springy" resistance was encountered after only a few centimeters. The device was not advanced into the patient. The procedure was completed with an unknown device. There were no patient complications reported. However, device analysis revealed the inner layer of the catheter had separated.